Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump fell into ]a puddle of water. Customer's blood glucose 216 mg/dl. The display went blank immediately after exposure to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no moisture damage to the liquid crystal display, electronics, motor, battery tube, vibrator or a keypad assembly. No blank display was noted. No belt clip was received with the insulin pump and no belt clip anomaly could be verified. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and a cracked reservoir tube lip.